Event description:
Patient with heartware therapy for 5 months presents with 2nd episode of gi bleeding in the setting of inr 1.8 + aspirin therapy. Patient required 3 units blood transfused. Gi workup did not identify source of gi bleeding. Patient was discharged with inr 1.8. Aspirin therapy was stopped due to this bleeding episode.